Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and identified damaged cassette/cassette sheeting (cracked cassette and cuts in cassette sheeting on both sides of cassette). Marks were also observed on the cassette that is indicative of pouching equipment (flow wrap). Clamp function testing and clear passage testing were performed with no issues noted. Leak testing was performed and a leak through damaged cassette/cassette sheeting was found. Simulated therapy was performed and a reload the set 197 occurred during self-testing. The reported condition was verified. The assignable cause was determined to be manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak with an automated pd set with cassette. The patient had liquid coming out of the door of the homechoice during priming. The technical service representative assisted the patient with ending therapy. After they opened the door, they found that the cassette and the gasket were wet but could not determine where the leak was coming from. There was no patient injury or medical intervention associated with this event. No additional information is available.